Event description:
Caller reported blood glucose results of 205 mg/dl, 202 mg/dl, 419 mg/dl, 507 mg/dl, and 85 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.